Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3889-28 lot# va1074r serial# implanted: explanted: product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported the patient only got ¿minor¿ relief of symptoms from the therapy. The consumer reported that the trial was great. The consumer reported that on (b)(6 2015 they left for a 3 week trip and the patient¿s healthcare provider (hcp) was well aware of the trip. The consumer reported that once the patient returned from this trip, he noticed something was really wrong. The consumer reported that the patient had reprogramming sessions at the hcp office on (B)(6) and the patient was told the device would have to be removed because 3 of the 4 electrodes weren¿t working. The consumer reported that they would be relocating in (B)(6) 2017 and hoped the patient would have the device explanted and would most likely not have another device implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.